Event description:
The account reported the head end brake casters are not holding in brake mode. The bed was located in the bed ship at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support supplied the account with the brake caster part numbers for replacement. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made to contact the account for resolution with no feedback. Based on this information, no further action is required.